Manufacturer narrative:
Follow-up #1: date of submission 4/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: unable to investigate complaint of cs 078 alarm due corrosion. Opened pump; motor functions properly when connected to external power source. Evidence of moisture on main printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.